Event description:
The customer stated that normal control tests were performed using 2 brio meters. Both meters gave control results of "lo." The normal control range was 90-133 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips were sent to the customer.